Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated with a pain stimulation implantable pulse generator (implantable neurostimulator) had not had stimulation on for about 2 months and experienced shocks in the legs and sharp back pain after the device was programmed. The patient representative reported difficulty connecting the communicator to the implanted neurostimulator despite repeated scan attempts and stated the implant battery was at 20% at one point and later reported as 70%. During a follow-up call, the patient representative charged the devices and, with assistance, accessed the communicator setup screen, manually entered information, and connected to therapy. The patient was on group a with therapy off, and base and prime were reduced from 3.6 to 2.9; the patient representative was advised to keep the patient on group a and to monitor symptoms. Steps taken during the call resolved the connection issue.